Event description:
It was reported that this right ventricular (rv) lead exhibited an out of range shock impedance measurement. Technical services (ts) advised shock impedance measurements had been stable over the past year until recently when impedance measurements began to fluctuate. Additional information from the field representative provided the clinic will continue to monitor the patient but no other actions were taken or are planned. Additional information provided rv lead impedance measurements were high out of range. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited an out of range shock impedance measurement. Technical services (ts) advised shock impedance measurements had been stable over the past year until recently when impedance measurements began to fluctuate. Additional information from the field representative provided the clinic will continue to monitor the patient but no other actions were taken or are planned. This rv lead remains in service. No adverse patient effects were reported.